Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4). This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. A correction MDR follow up is being submitted, as the initial medwatch was filed in error. The complaint file is not reportable.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. The complaint device was received and evaluated. Visual inspection revealed an expressew needle was returned loaded in the gun, and the retention plate was assembled on the jaw. No visual anomalies were noted. Functional testing of the device via actuation of the jaw lever revealed the jaw opened and closed as intended. When the needle lever was actuated, the needle deployed and retracted as intended. The test was repeated approximately 15 times with consistent results. The reported failure cannot be confirmed and a root cause for the issue that the user experienced cannot be determined. Review of the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices released to distribution. At this time, no corrective action is required and no further action is warranted. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed however, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that the front trigger was broken on their expressew iii autocapture + gun causing it to not fully release when fired during a rotator cuff procedure. The case was completed with another like device. There were no adverse patient consequences or delay. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.